Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected field: h6 (type of investigation, investigation findings, component code), h11 (the corrected fields were missed to be added in the previous follow up emdr. Hence, correcting the updated field section in h11.).

Event description:
It was reported that the routine check of the user, the cs300 intra-aortic balloon pump (iabp) units does not work from the battery when unplugged and does not pass battery test. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name is (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6 (mfg follow-up #), h2, h11. Corrected fields: h3 (device evaluated by mfg, device not eval provide code, if other provide code -explain), h6 (type of investigation, investigation findings, investigation conclusions).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusion), h11. A getinge field service engineer (fse) found when the voltage of the device's batteries was measured, it was determined that the batteries were faulty. The device's batteries need to be replaced. The device is only working with mains voltage. The device not yet repaired. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
N/a